Event description:
The customer reported state time out error on their unit. While at the facility preparing the unit, the asp field service engineer noted oil mist issue with the unit. Attempted to contact the customer regarding potential physical complaints related to the oil mist but the customer was not available. The asp field service engineer repaired the unit.